Event description:
Customer has high blood glucose and not sure why. Customer's blood glucose reading is 228 mg/dl. Customer has treated with manual injections. Customer stated that a hospitalization occurred due to high blood glucose, the reading at the time of the event was 452 mg/dl. Customer was vomiting and very sick. Customer was treated with IV and released when the blood glucose levels decreased. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.